Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator went into inoperable condition. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The evaluation and repair of the device has been completed by third party service engineer. The service engineer (se) evaluated the ventilator and replaced the analog interface printed circuit board (pcb) and software was updated to the latest version in to the bdu and gui cpu pcb¿s. Medtronic/covidien was not authorized to conduct the repair. The evaluation and repair will be completed by a third party service provider. The reported complaint and repair could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A third party service engineer evaluated the ventilator and replaced the analog interface printed circuit board (pcb) to resolve the issue. The software was updated to the latest version. The ventilator was reported to be in working condition. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator went into an inoperable condition. The unit had not passed the breath delivery (bd) power on self-test (post).